Event description:
It was reported that the minicap was dry upon opening of the package. The home patient (hp) stated they did not use the minicap. The hp stated that there were no signs of damage to the packaging and they stored the product in their home where the temperature is between 68 and 70 degrees fahrenheit. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 15 of 20.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/30/2014 and 06/06/2014. The sample was returned and an evaluation was completed to investigate the reported event. A visual inspection was performed with no abnormalities noted. Iodine was observed as being present in the sponge of the minicap. Furthermore, inspection of the opened minicap packaging revealed no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue of inadequate iodine could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.